Event description:
It was report that ten hrs after inserion of the iab, condensate was noted in the tubing. Shortly after the pt was turned, flecks of blood were noted in the tubing and the pump gave he loss alarms. The iab was removed and replaced. There were no pt complications.

Manufacturer narrative:
Co's examination of the returned sample found that there was a leak in the bladder in an abraded area. Occurrences such as this are usually pt dependent, and associated with the presence of atherosclerotic plaques which can damage the bladder membrane.